Event description:
Customer states, "this was a user error. Endo staff had moved into the or room to perform an endoscopy procedure (ercp). The endo staff attached the table leg extension, but or manager believes the endo staff did not secure the leg extension properly and did not check latches. Endo staff then proceeded to put a male patient under anesthesia on the stretcher in the supine position. When the endo staff attempted to flip the patient from the stretcher unto the table from a supine position to a prone position, the movement and weight of the patient caused the leg extension to fall off the table. This allowed the patients legs to fall off that edge of the table with lower legs touching the floor. The upper portion of the patient body remained on the table. The endo staff moved the patient, re-attached the leg extension, checking the latches for proper locking. Patient was position in appropriate position for procedure, procedure completed with no further incident." "Patient reported as fine."

Manufacturer narrative:
Liebel flarsheim service report: pse was able to latch 24" foot extension on both ends of the table, foot and head end. Problem was with user as they did not latch extension all the way in at head end during a ercp. Verified operation of the 24" foot extension. Fse provided an inservice for all users. System returned to full service by the customer.